Manufacturer narrative:
The insulin pump failed the displacement test due to the motor encoder signal being out of phase. The insulin pump also failed the excessive no delivery test due to a faulty force sensor.

Event description:
It was reported that the insulin pump repeatedly alarmed no delivery. The reported blood glucose reading was 245 mg/dl. Nothing further was reported.